Manufacturer narrative:
Additional device potentially involved: gore® excluder® conformable aaa endoprosthesis serial # (B)(4), UDI: (B)(4). The imaging evaluation stated the following: one time-point available for evaluation: pre-implantation cta dated (B)(6) 2020. Aortic diameter just distal to the right renal artery appears to be 21.0mm. Aortic diameter ~8mm distal to the right renal appears to be 23.2mm. Aortic diameter 15mm distal to the right renal appears to be 29.7mm. There appears to be chunky calcium in the anterior aorta at the level of the right renal artery. There appears to be some calcium at the right and left renal artery origins. There appears to be a narrowed area of abdominal aorta ~5.5cm distal to the right renal artery. For ~8mm, diameters appear to narrow to a range between 12.0mm and 13.8mm, in calcium. This area appears to be heavily calcified and the aorta has a 57º angulation in this portion of abdominal aorta. Proximal rci diameters appear to be ~6mm, with calcium. Proximal lci diameters appear to range from ~6.5mm ¿ 7.4mm with some calcium. There appears to be small access vessels: diameters of the rei appear to range from ~5.5mm ¿ 6.4mm. Diameters of the lei appear to be ~6.6mm. Images provided do not allow for evaluation in relation to the reported complaint (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis (excc). The device was advanced to the renal arteries through an 18 fr sheath. The c-arm was adjusted to remove the parallax and the component was deployed. With the pigtail catheter still in place, on deployment of this device it appeared that one of the radiopaque markers quickly flicked out sideways beyond where it was expected to be, and was in a horizontal position, when it should have been vertical. It was also not in line with the other two markers. The sinusoidal stent ring appeared to be pulled down and out at this point too. The pigtail was removed, but this did not result in any change. An attempt to constrain the top of the device as per IFU was made. This resulted in all the proximal end of the device constraining except for the marker that was out of position and the section of the stent ring that was out of position. The device was then unconstrained and reconstrained, adjusting it down to see if it had been caught on anything. The device was then adjusted up back into position and then unconstrained. The device was reconstrained again adjusting the angulation to see if this had any effect, but it did not. It was decided to deploy the device completely and then use a gore® excluder® conformable aaa endoprosthesis aortic extender to try and get seal proximally. After placing the limbs and ballooning as per IFU, a 28.5mm aortic extender was deployed at the renal arteries and ballooned. After placing the device, it did not appear to have apposition around the section of the excc that appeared to be in the incorrect position, so it was ballooned again which gave better wall apposition between the cuff and the excc. However, it was believed that the ballooning caused the aortic extender to slip distally. A final angio showed there was still a type ia endoleak. The surgeon decided to watch and wait. It was discussed that the patient may be brought back to have the proximal section of the sac treated with onyx if the type ia endoleak persists. On (B)(6) 2021 it was learned the patient's type ia endoleak was being treated with a cook fenestrated cuff.

Manufacturer narrative:
B.6. Updated: imaging evaluation 2: summary: there are two time-points available for evaluation: pre-implantation cta dated (B)(6) 2020 and post-implantation cta dated (B)(6) 2021. On the (B)(6) 2020 pre-implantation imaging: o aortic diameter just distal to the right renal artery appears to be 21.0mm. O aortic diameter ~8mm distal to the right renal appears to be 23.2mm. O aortic diameter 15mm distal to the right renal appears to be 29.7mm. O there appears to be chunky calcium in the anterior aorta at the level of the right renal artery. O there appears to be some calcium at the right and left renal artery origins. O there appears to be a narrowed area of abdominal aorta ~5.5cm distal to the right renal artery. O for ~8mm, diameters appear to narrow to a range between 12.0mm and 13.8mm, in calcium. O this area appears to be heavily calcified and the aorta has a 57º angulation in this portion of abdominal aorta. O proximal rci diameters appear to be ~6mm, with calcium. O proximal lci diameters appear to range from ~6.5mm ¿ 7.4mm with some calcium. O there appears to be small access vessels: diameters of the rei appear to range from ~5.5mm ¿ 6.4mm. Diameters of the lei appear to be ~6.6mm. On the (B)(6) 2021 post-implantation imaging: o there appears to be contrast, on the right side of the patient, outside the proximal implanted excluder®. O there appears to be an excluder® and an aortic cuff implanted just distal to the right renal artery. O aortic diameter just distal to the right renal artery appears to be 22.9mm. O aortic diameter ~8mm distal to the right renal appears to be 25.2mm. O aortic diameter 15mm distal to the right renal appears to be 32.7mm. O there appears to be a marker and stent row that is out of alignment with the other proximal markers, at the proximal end of the excluder®. This appears to be ~12mm distal to the level of the other proximal excluder® markers and contrast can be visualized pooling in the sac at this level. O there appear to be distortion of the wire pattern at the level of the misaligned proximal marker. O contrast can be visualized outside the implanted devices at the level of the out of alignment stent row and proximal excluder® device. O probable type 1a endoleak.